Event description:
Additional information was received that the ra lead was explanted. The pacemaker remained implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead tripped a lead safety switch (lss) due to high out-of-range (oor) pacing impedances greater than 2000 ohms. Noise was also apparent on this lead which triggered several atrial tachy response (atr). Boston scientific technical services (ts) was consulted and suggested a chest x-ray should be done to determine if the lead had dislodged, and monitor the lead until then. As of now, no x-ray has been taken and no intervention done or planned. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.